Manufacturer narrative:
MDR 3003442380 -2024-09736 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Patient reported that infusion set fell off during use on (B)(6) 2024. Issue occured in two sets. Infusion set was in use for 48 hours of less for both events. Blood glucose level of patient was 184 mg/dl. No further information was available.